Manufacturer narrative:
Batch review performed on 20 august 2019: lot 181124: (B)(4) items manufactured and released on 13-june-2018. Expiration date: 2023-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 165918. Batch review performed on 20 august 2019: lot 165918: (B)(4) items manufactured and released on 10-nov-2016. Expiration date: 2021-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: screws: screws: mpact 01.32.6545 cancellous bone screw, flat head ø 6,5 (k103721) l 45, lot. 172445. Batch review performed on 20 august 2019: lot 172445: (B)(4) items manufactured and released on 10-may-2017. Expiration date: 2022-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721), lot. 173318. Batch review performed on 20 august 2019: lot 173318: (B)(4) items manufactured and released on 05-sept-2017. Expiration date: 2022-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: amistem p 01.18.405 amistem-p std stem size 5 (k173794), lot. 180732. Batch review performed on 20 august 2019: lot 180732: (B)(4) items manufactured and released on 19-giu-2018. Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115), lot. 187085. Batch review performed on 20 august 2019: lot 187085: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month and a half after primary surgery the surgeon revised the patient hip for infection. The pathogen is unknown, all implants revised successfully.